Manufacturer narrative:
Result: erroneous data generated. Conclusion: sample integrity and/or maintenance issues may have been contributing factors to the event.

Event description:
The customer contacted beckman coulter inc. (Bci) to report one erroneously high glucose result when run in duplicate mode on a unicel dxc 800 pro synchron chemistry analyzer. The initial glucose result yielded 80 mg/dl. A repeat analysis for glucose yielded 71 mg/dl. An additional repeat analysis was performed on the same analyzer and yielded 75 mg/dl which was reported out of the laboratory (the other two previous results were not reported out of the laboratory). Patient treatment was not impacted. The customer has experienced sample integrity issues which may have contributed to the erroneously high glucose result observed. A definitive root cause has not been determined.